Event description:
A pt received a small burn on the inside of the mouth while undergoing a tonsillectomy. The burn was detected after completion of the case by the staff. The injury was described as a small brown flakey spot just inside the pt's mouth. The injury was treated with an ointment. The conmed (aspen) electrosurgical unit, model sabre 2400, two active pencil probes, and the pt pad were sequestered by hospital biomedical technician for incident investigation immediately after the incident. The electrosurgical unit, active probes and pad were thoroughly tested and examined for proper operation. All sequestered products operated normal. The electrosurgical unit tested in accordance with MFR's specifications.